Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Device evaluation: the returned sample was received inside the original package inside the lens case. The returned lens was cut with one of the haptics cut and missing. The other haptic was observed positioned and without major damages. Viscoelastic residues were observed in the lens optic. The condition of the lens is typical of a lens that has been removed. The complaint was verified; however, due to the condition of the sample received it could be related to the handling process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a distorted haptic. The iol had to be cut out of the eye and replaced with another one. No additional information was provided to abbott medical optics.